Event description:
It was reported that 3 set screws stripped during final torqueing. There was no reported patient harm or delay of surgery. This is report two of three for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for two (2) of two (2) returned sequoia closure top (pn 3301-1 ) for the failure of closure tops being stripped during operation, and the complaint is confirmed for one(1)of one(1) returned sequoia closure top (pn 3301-1 ) for the failure of closure top driver pocket(hex) strips during operation. Visual inspection reveals that an item with lot aba has inner hex damage that makes the hex shape difficult to recognize; the other two closure tops have damage on outer threads. Medical records were not provided for review. Potential cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the closure tops were being used or handled at the time of the damage. DHR review and related actions: per dhrs review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: these devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00107 to 3012447612-2021-00109.

Event description:
It was reported that 3 set screws stripped during final torquing. There was no reported patient harm or delay of surgery. This is report two of three for this event.